Event description:
Customer reported the insulin pump alarmed during prime and insulin was squirting out. Customer's blood glucose was unknown. Customer was advised to disconnect from the device. Customer stated the device might have been bumped against a counter prior to the alarm occurring. The drive support cap appears to be normal and did not press it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.